Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot#: unknown, implanted: (B)(6) 2018, product type: lead. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary incontinence and urinary retention. It was reported that the ins on the right side was on off. The patient experienced a return of urinary symptoms. It was noted that the ins on the left side was on. The cause of the ins on the right side being off was unknown. Reprogramming was performed: left side intensity was increased, and right side was turned on. The issue was resolved at the time of this report. The event was assessed as not serious, not related to the procedure, and related to the ins. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.